Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead the patient experienced a perforation and cardiac effusion. The lead was successfully implanted. Additional information was requested from the field representative, however, no further details were able to be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.